Manufacturer narrative:
A steris technician arrived at the facility and gathered information on this incident. He reported that the customer moved the table while it was still plugged in prior to the event. Moving the table while connected to a source of electricity appears to have caused the cord to become loose in the ac assembly, thus creating a spark. The employee using the table unplugged the cord from the wall outlet once smoke was noticeable. The technician inspected the unit and confirmed that there was a degraded connection between the ac plate and the power cord. The technician replaced the ac plate assembly and the power cord. After making these repairs he tested the unit and confirmed it to be operating according to specifications.

Event description:
The user facility reported smoke coming from the base of their surgical table during a patient procedure. No injuries or procedural delays/cancellations were reported.